Manufacturer narrative:
Distal and proximal portions were separated angularly through the hinge. Left shoulder of the hinge attached to the distal stem separated transversely. Right shoulder of the hinge separated from middle of hinge and angled left proximal. Small dorsal-palmer cut apparently made in about the middle of the left, proximal shoulder of the implant hinge during, or prior to its implantation. This cut served as a flaw initiator reulting in progressive separation. Micoscopic examination. Wear marks.

Event description:
Dr's notes state left hand reveals no flexor tendon function to the index finger at the dip joint and ulnarly deviated and sublaxated fifth metacarpal phalangeal joint.